Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).

Manufacturer narrative:
This report is being filed to provide additional information in h.3, h.6 and h.10. Investigation: one set of blood bags with the filter from the collection set was returned for evaluation. The leukoreduction filter was tested for flow rate and air leaks. A slow flow rate of 4ml/min was noted, and it was confirmed there were no air leaks. The filter was disassembled to observe the appearance of filter membranes and noticed creases in the filter membranes of the filter. The creases in the filter were not different from those in conforming products and in the filter membranes and aggregation was observed in the first through fifth filter membranes filter membranes. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Shipping testing was performed on the reserve samples from the reported lot number. The reserve samples were also visually examined, and the solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. Root cause: based on the available information, it cannot be ruled out that the higher-than- expected wbc content in the whole blood product could be due to an occlusion, we noticed that the first through fourth filter membranes from the inflow side of the filter were locally dyed dark with toluidine blue. The investigation showed first through fifth aggregation on any of the filter membranes. Therefore, occlusion may have occurred, and blood may have been filtered by the filter area which was smaller than usual and the linear speed (flow rate per unit area) increased, and then leukocyte leakage occurred. As an increase of wbc contamination complaints were noted from previous lot numbers, further investigation was performed. Investigation results indicated that the cause of higher- than- expected wbc content in the whole blood product was due to the maximum pore size of the filter membrane is likely to increase according to the combination of multiple parameters in manufacture of leukoreduction filter membranes and wbc contamination is likely to occur frequently in the product lots of which the maximum pore size of the filter membrane has increased. The instructions for use provide a caution to not squeeze or apply pressure to the filter while it is attached to the bag containing the filtered blood and also to clamp the blood- filled tubing before blood enters the filter in order to avoid leukocyte leakage.